Event description:
It was reported that, when the patient¿s pump was being put in, a piece of the catheter broke off in her spinal canal. Two weeks later, it caused a major infection in her spinal canal, spinal meningitis. It was noted that the patient was on a high dose and concentration at this time. 2 to 3 months after 2011 (B)(6), the catheter was removed and another catheter was implanted to open the patient¿s spinal canal because, it was collapsing. However, they did not hook the catheter up to the pump. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).